Manufacturer narrative:
Major, philippe and thiele, ea. "Vagal nerve stimulation (vns) for refractory epilepsy in tuberous sclerosis complex."

Event description:
It was reported that there was no improvement in the pt's seizure frequency with vns therapy. It was reported that the pt had "improved functioning".